Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿a lot¿ of tandem customers experienced issues with control iq technology. Due to the anonymous nature of the reporting platform (reddit) tandem technical support was unable to follow up with customers to confirm nature of issues reported or to provide troubleshooting and training. No further information available.